Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, patients trend graph does not show when cellular connection drops. Data was not provided for evaluation. Confirmation of the issue was undetermined. The probable cause could not be determined. No additional event or patient information is available.